Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by (B)(4); however, abbott vascular distributes the device and is responsible for MDR reporting. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query/review revealed no similar incidents reported. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat restenosis of unknown deployed stent implants in the chronically totally occluded (cto) right coronary artery (rca). During advancement of the confianza pro guide wire, resistance was met with the vessel and/or deployed restenosed stents. During the attempt to withdraw the guide wire, resistance was met and the guide wire was noted to be caught with the vessel and/or the struts of the deployed restenosed stents, and the tip of the guide wire separated. No attempt was made to snare the separated tip of the guide wire, as it was caught within the restenosis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. However, the decision was made that due to the complexity of the vessel, the patient will be referred for coronary artery bypass graft (CABG) surgery. There was no additional information provided.